Event description:
It was reported by service report that the stretcher was kicking out of steer on its own. The customer could not determine whether there was pt involvement or adverse consequences occurred.